Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a blade detachment occurred. The three 80% stenosed lesions being treated were located in a calcified, moderately tortuous shunt from the anastomosis site to "mid part". A non bsc 6fr 3cm introducer sheath was inserted at a midpoint on the vein side. A non bsc .014 165cm guide wire then crossed the lesion. The spcb flextome 4 x 1.5cm was then inflated 3 times. The first inflation was to 12 atms for 30 seconds, the second inflation was to 8 atms for 30 seconds, and on the third inflation to 6 atms the balloon ruptured. The balloon was then removed without any reported resistance. Outside of the body, the physician noted that a portion of one of the atherotomes was missing. The physician performed a CT, however he was unable to locate the atherotome fragment in the patient, and the location of the fragment is unknown. No patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a blade detachment occurred. The three 80% stenosed lesions being treated were located in a calcified, moderately tortuous shunt from the anastomosis site to "mid part." A non bsc 6fr 3cm introducer sheath was inserted at a midpoint on the vein side. A non bsc .014 165cm guide wire then crossed the lesion. The spcb flextome 4 x 1.5cm was then inflated 3 times. The first inflation was to 12 atms for 30 seconds, the second inflation was to 8 atms for 30 seconds, and on the third inflation to 6 atms the balloon ruptured. The balloon was then removed without any reported resistance. Outside of the body, the physician noted that a portion of one of the atherotomes was missing. The physician performed a CT, however he was unable to locate the atherotome fragment in the patient, and the location of the fragment is unknown. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the drape that was used in the procedure. The drape was inspected for the detached blade but it was not found. A visual examination of the device found that the returned balloon had evidence of being inflated. There were two kinks on the shaft at 159mm and 170mm from the proximal bond. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak at the proximal end of the blades. In addition, an indentation mark was evident at the leak area. A 2.5mm proximal section of one of the blades was detached from the balloon and not returned with the device. The pad remained bonded to the balloon surface. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).